Event description:
Incident was sent from repair facility. Incident reported as: the tip of the retractor broke while being used during an open reduction of radius/ulna procedure. The piece was easily retrieved. Corrected info was not received until (B)(6) 2009. No pt injury reported. No further info available.

Manufacturer narrative:
Sample received, but investigation is still ongoing at time of this report. An investigation report will be sent when completed.